Event description:
The customer reported the device would not power up on ac power. It would power up on battery only. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not power up on ac power. It would power up on battery only. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. Replacing the ac power supply resolved the reported issue. We consider this incident to have been caused by a failure of the ac power supply.